Event description:
It was reported that the patient alert sounded, and the right ventricular (rv) lead exhibited high impedances and an apparent fracture. The lead was explanted and replaced. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).